Event description:
No additional information.

Manufacturer narrative:
A mp1000-c china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 23105564. The feedback provided by the customer states that, "the clear needleless connector rotated when pressed in and could not be infused." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23105564 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous investigations have identified that certain designs of male luer can cause flow restriction or occlusion as they can grip onto the piston of the maxplus preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mp1000-c china in the past 12 months.

Event description:
On (B)(6) 2024, staff discovered that the clear needleless connector rotated when pressed in and could not be infused. The supplier and manufacturer were notified to improve the quality of the product and replace it with another lot number.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.